Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient's dds stated the patient came in as an emergency exam complaining of sensitivity to teeth that started with use of their aligners. Upon examination, it was noted the patient has cold sensitivity, no caries was detected. The dds recommended the patient cease treatment adn will evaluate the patient's condition after two weeks.